Event description:
The patient presented to triage status post vaginal delivery and hysterectomy. The patient was here to have her staples removed. The patient also had a jackson-pratt (jp) drain and physician wanted to remove it. The patient and her so were hesitant to let anyone remove the drain because they felt that their previous visit everything had gone wrong. The patient had come in and delivered vaginally but continued to bleed. The patient eventually underwent a hysterectomy and went in to disseminated intravascular coagulation (dic) (per patient and so). During removal of the drain, the tubing broke inside the patient and physician was unable to remove the drain tubing. The md expressed to patient that some type of surgery would be needed.